Manufacturer narrative:
Corrected the type of reportable event.

Manufacturer narrative:
Evaluation summary - the device was returned to gore for evaluation. The device evaluation showed the leading olive was separated from the leading end of the delivery catheter. The evaluation showed there was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that upon removal of the delivery catheter of pla230300j, the leading olive was completely separated from the rest of the catheter and remained in the patient on the guidewire. A snare catheter was used to retrieve the olive from the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.